Event description:
The physician performed a pta of the tibial artery with a 2.5mm x 20 mm long savvy balloon. The physician inflated balloon to nominal pressure 8 atm and noticed that the balloon was longer than only 20mm. There was no need to use another balloon.

Manufacturer narrative:
The facility indicated that there will be no further information available. The device has been received and an analysis is pending. Add'l info will be submitted within 30 days of receipt.